Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4). Device not returned if further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2009 and the mesh was implanted. It was reported that the patient experienced lower abdominal pain, pelvic pain, back pain, urinary tract infections, urinary incontinence, vaginal mesh erosion, and dyspareunia.